Event description:
Pt restless, pulling at lines, pulled out keofeed tube. The end of the tube had a large knot in it when it was removed. The knot caused the pt to have a significant nose bleed. Staff reports they have never seen the end of a feeding tube knotted up when it was removed.